Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the dexcom g7 sensor did not pair with the insulin pump. Further review determined that an incorrect pairing code had been entered. The patient was assisted with entering the correct pairing code, after which the sensor successfully paired. After pairing, the patient reported a low blood glucose reading. The patient treated the low by consuming chocolate and drinking fluids and stated she recognized the drop based on how she felt. The patient reported no need for assistance and declined follow-up, expressing confidence that blood glucose levels would increase after treatment. A subsequent review confirmed that blood glucose levels returned to and remained within range approximately one hour later. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.